Event description:
It was reported the superion indirect decompression spacer broke into several pieces during an initial implant procedure. The physician noted the presence of thick bone, osteophytes, or other soft tissue or bone was causing resistance. The broken implant was removed, and the procedure was successfully completed with another of the same device.

Manufacturer narrative:
Device analysis performed on the returned superion indirect decompression spacer revealed the spindle cap was deformed. The damage to the spacer indicates the break was due to deployment against resistance, manipulation of the position of the device by shifting the inserter, and/or the inserter not being properly attached to the spacer. A product labeling review identified that the device was used per the instructions for use (IFU)/product label. Additionally, device breakage can occur when used with forced deployment and is noted within the IFU as a potential complication associated with the use of the device.

Event description:
It was reported the superion indirect decompression spacer broke into several pieces during an initial implant procedure. The physician noted the presence of thick bone, osteophytes, or other soft tissue or bone was causing resistance. The broken implant was removed, and the procedure was successfully completed with another of the same device.